Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. Diagnostics revealed a high impedance on the other lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue.